Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was returned tightened in a backward position. Inspection of the device presented no damage or irregularities. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the stall light came on the console. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Product analysis confirmed the reported event. Based on review of the reported complaint and analysis of the returned device, the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that unstable speed occurred. A 90% stenosed target lesion was located in the moderately calcified and mildly tortuous mid right coronary artery. A 2.25mm rotalink¿ plus was selected for use. The device started rotating on the platform, but during that time, the rotation speed greatly increased and then dropped. It was unstable. The procedure was completed with this device. No patient complications were reported.